Event description:
The revised feeding bags that have the enfit connector with the "christmas tree" transition adapter are leaking. Https://www.nestlehealthscience.us/products/enteralite%c2%ae-inifinity--pump-administration-sets. A 500ml feeding bag - moog item# inf0500, nestle item# 12250482. A 1200ml feeding bag moog item# inf1200, nestle item# 12250530.